Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they fell 2 weeks ago and hit the stimulator and had moved to texas and did not have an hcp and they can't get in to see a healthcare provider yet. Patient reported the pain burns down into their left groin. Patient stated "it just burns so bad." Patient mentioned mdt rep lisa had referred them to texas spine institute, but their appointments were a few weeks out. Agent redirected to hcp to further address.